Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, a cracked reservoir tube, cracked battery tube threads and a broken belt clip slot.

Event description:
It was reported the customer received a no delivery alarm while delivering a bolus. Customer stated they changed their infusion set and attempted a bolus delivery again, but a motor error alarm occurred. Customer's blood glucose was 277 mg/dl. The customer could not recall any significant events leading to the alarms. Customer stated they were unable to complete the rewind sequence on their insulin pump because they were driving at the time of the call. The customer was advised to disconnect from the insulin pump and revert to a back-up plan while their insulin pump was being replaced. No additional information provided.